Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 52, 86 and 57 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 72 mg/dl using truemetrix meter and 91 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/17/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with all the results. All results are fasting, including back to back. Dates and times are subjective to the customers records. The customer called and stated that his meter was reading lower than his normal range of 120-200mg/dl. The customer stated he was in good health and not exhibiting any symptoms of high or low sugar at this time.